Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. The cuttings of the insulation occurred most likely during the explant procedure. Blood penetrated the lead in this area. In summary, a bend in the lead¿s distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.

Event description:
This lead became dislodged and was found in the tricuspid valve. It was explanted and replaced. Should additional information become available, this file will be updated.